Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the first and second firings of device were fine but on the third firing, the clip would not close and the clip also fell off of tissue. The surgeon attempted to fire again and the same thing happened with the fourth clip. There was no oozing reported along the stapleline. The surgeon was only firing along the stapleline as reinforcement in case a leak would occur. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.